Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 49-60 mg/dl from (B)(6) 20200 ¿ (B)(6) 2023. Low bg causes were not known. Customer consumed carbohydrates to address low bgs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.